Event description:
After the facility had closed for the day, a janitor allegedly used the device to administer a defibrillator shock to a co-worker. The co-worker subsequently went into seizures and expired.